Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Information act.

Event description:
It was reported that the customer had sensor issues. It was reported that the sensor needle hub was separated from the base during insertion. It was reported that replacements would be sent out. No further information provided.